Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit for failure analysis investigation. The unit was analyzed and u-02 errors logged on 11/25/2025. M-1c, m-32, m-b1 errors also logged in logs. Inspection was able to confirm and replicate the reported event; unit tested on system, u-02 error occurs on startup and kicks back to splash screen (B)(6) 2026, 11:11 am us-ga). Erbe logs inaccessible due to u-02 condition. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vio dv 2.0 integrated electrosurgical unit (erbe) to resolve the reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device, but the product has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a u-02 error on the vio dv 2.0 integrated electrosurgical unit (erbe). Multiple power cycles were attempted, but the issue persisted. The customer then replaced the vision side cart (vsc) with a different unit. The system was back up and running with no errors using the replacement vsc. The procedure was continuing as planned with no reported injury.